Manufacturer narrative:
Investigation summary: 8 samples were received. They were visually inspected with naked eye not noticing the black line; they were inspected under a 30x microscope. The fine black line was observed on each syringe. This black line was not embedded. It came from the scale printing process. It is considered acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9149677 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 8 syringes 20ml ll bns experienced foreign matter in device cannula/needle/syringe or any fluid path component. The product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 301031 batch no.: 9149677. Black hair like substance embedded in syringes.